Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported implant was removed with trephine due to fracture. The implant's hexagon fractured on the same placement day and the procedure was completed using another implant

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. B1 was updated to adverse event. B2 was updated to required intervention to prevent permanent impairment/damage (devices). H1 was updated to serious injury. H6: health effect impact code was added: 4624. H6: health effect impact code was added: 4627. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative an 3i t3â® ex hex tapered implant 5 x 8.5mm (boet585) and unknown biomet screw were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage, excessive bone/debris and a fracture on the threads and a screw fractured (screw inside implant). Device history record (DHR) review was completed for the subject lot number (2020071257). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020071257) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.